Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance was unable to be determined. The reported deformed sgc soft tip was a cascading event of the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and a restricted anterior. Upon inserting the steerable guide catheter (sgc), resistance was felt. Therefore, the sgc was removed and replaced. Upon removal, it was observed the soft tip of the sgc was deformed. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.